Event description:
It was reported that during implant attempt, the lead was attempted to be relocated but the helix could not be retracted. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): lead stretched, the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead appeared damaged at implant; the analyst noted that the lead had been stretched so that the inner tubing buckled and prevented the helix from functioning properly; full lead returned and analyzed.